Manufacturer narrative:
The subject device was returned and the user¿s report was confirmed. The device evaluation found the edge of the image was slightly purple in color when checked under lighting. However, the mild appearance of coloring was within the device¿s specification. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and the condition of the returned device, it is likely a failure of the charged coupled device as a result of normal device wear and tear. However, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the olympus videoscope was producing an image with a purple edge. There were no reports of procedure or patient involvement during this event.